Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula broke during injection therapy and it needed to be surgically removed with a bd pen needle 31x8. The following information was provided by the initial reporter: patient refers that the cannula broke while injecting the therapy. This led to a surgery to remove the cannula.

Event description:
It was reported that the cannula broke during injection therapy and it needed to be surgically removed with a bd pen needle 31x8. The following information was provided by the initial reporter: patient refers that the cannula broke while injecting the therapy. This led to a surgery to remove the cannula

Manufacturer narrative:
H.6. Investigation: eighty two sealed 31g x 8mm pen needle samples were returned from lot. No. 7073982, cat. No. 320592. Visual examination was carried out on all eighty two samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10

Manufacturer narrative:
H.6 investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the cannula broke during injection therapy and it needed to be surgically removed with a bd pen needle 31x8. The following information was provided by the initial reporter: patient refers that the cannula broke while injecting the therapy. This led to a surgery to remove the cannula.